Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To address the failure, the getinge fse removed and replaced the faulty video generator board. The iabp was unit reassembled and the pm was completed. The iabp unit was then cleared for clinical use. The full name of the initial reporter listed is (b)(64); which differs from that of the event site. The full name of the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the touchscreen calibration. There was no patient involvement; thus, no adverse event was reported.